Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. The customer had treated their blood glucose was a bolus delivery. Customer believed their settings needed to be adjusted on their insulin pump. It was also found the customer was throwing up due to their high blood glucose. Customer also reported there was open circle on their insulin pump. The customer also requested assistance with programming their insulin pump. Customer was advised to go to the hospital if their blood glucose does not decline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).